Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insulation on the hemopro jaw broke off of the device inside the tunnel. The piece was retrieved through the original incision. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).